Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient presented to the hospital after the device reached elective replacement indicator (eri). Interrogation of the device revealed a history of high threshold and maximum output programmed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Additional information regarding the event has been requested and not received and will be added to the event and processed appropriately if received. (B)(4).